Event description:
Medical records received. Surgeon notes that pt underwent revision at a different facility. The exact reason for revision is unk; however, it is mentioned in the medical records that the pt is having discomfort in the groin radiating towards his trochanter. Review of a fluoroscopic arthrogram showed fluid collection anterior to the hip which would account for pain in both areas. Additionally it was noted that the pt possibly had a hypersensitivity reaction to the metal-on-metal articulation. (Left side).

Manufacturer narrative:
.

Manufacturer narrative:
The report states: patient has developed metallosis, revision surgery has not been scheduled. Doi (B)(6) 2007. Update: 4/8/2011 - medical records received. Surgeon notes that patient underwent revision at a different facility. The exact reason for revision is unknown; however, it is mentioned in the medical records that the patient is having discomfort in the groin radiating towards his trochanter. Review of a fluoroscopic arthrogram showed fluid collection anterior to the hip which would account for pain in both areas. Additionally it was noted that the patient possibly had a hypersensitivity reaction to the metal-on-metal articulation. (Left side). Examination of the reported devices was not possible as they were not returned. A lot specific search of the complaints databases finds one other report against the femoral head. Review of device history records by depuy (B)(4) finds no related manufacturing defects or anomalies. It is known that, among others, allergic reaction to metals is one of the warnings and precautions in device labeling. It is not known if any pre-surgery testing for metal allergies was performed for this patient. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
**Update** (B)(4) 2012 - litigation papers received. The dor was provided - (B)(6) 2009/ there is no new additional information that would affect the investigation. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor and metal wear.